Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, the right ica to cca was being treated which exhibited 80% stenosis and vessel non tortuous. The blood flow could not be successfully interrupted because the superior thyroid artery was branched proximal to the bifurcation. Since the patient had bovine arch (bovine type), it was difficult to deliver moma. Angio catheter was unable to deliver to eca, and radifocus 0.038inch was changed and angio catheter was delivered, but amplatz super stiff was not delivered.. Because the distal portion was too long (7cm), changed to amplatz extra stiff wire, and it became possible to deliver. Moma was delivered successfully. Balloons at eca and cca were inflated but they could not block sta flow. Moma balloons were inflated for several times, but they failed sta blockage. Spider fx was used additionally. The lesion was crossed with aguru, cca was released and ivus was performed . The physician inflated the cca again and implanted precise 8.0&#1524;0 directly. Post-dilation was performed with aviator plus 4.0&#1523;0, and aspiration was done. There were no debris after blood aspiration which was done 4 times. Eca and cca were deflated after spider fx was removed. Angiography and ivus were performed for review, and the moma was removed. The physician checked angiography finally, and finished the procedure. The event was determined to have no causal relationship with the device or the procedure because the cause was attributed to the anatomical reason.